Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter is giving inaccurate erratic readings of "152 and 134 mg/dl". This medical surveillance specialist contacted the patient and obtained follow-up information on (B)(6) 2010. The patient does not take any medication to manage her diabetes. She reportedly regulates her diabetes with food intake based on the lfs meter readings. The patient tests her blood glucose 3-4 times per day. When her blood glucose reading is above 130 mg/dl, she usually does not take more food/drink to manage her diabetes. However, when her blood glucose reading is below 100 mg/dl, she takes more food/drink to prevent hypoglycemia. She claimed that she has not had any hyperglycemic or hypoglycemic symptoms for the past 5 years based on her diabetes management. On the morning of (B)(6) 2010, the patient reportedly obtained a blood glucose reading around "135 mg/dl" on the subject meter, which the patient felt was inaccurately high. Based on the reported reading, the patient did not take more food/drink to manage her diabetes at the time of concern. At around 2 pm, the patient was shopping and developed symptom of feeling shaky. She administered self treatment with a chocolate bar and reportedly felt better soon after. The patient reportedly tested at "80 mg/dl" on the subject meter when she got home. The patient felt that her morning blood glucose must have been below 100 mg/dl for her to have symptom that were suggestive of hypoglycemia at 2 pm. Had her blood glucose reading on the subject meter been less than 100 mg/dl on the day of concern, the patient felt that she would have been able to adjust her food intake accordingly and may have prevent the symptoms. According to the troubleshooting performed with customer service, the reported meter readings of "152 and 134 mg/dl" were taken within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results is within the expected value of <= 20% and/or <= 20 mg/dl. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she developed symptom that can be associated with hypoglycemia after she based on her diabetes management on an allegedly inaccurate high reading obtained on the lfs products.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # k062195.